Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that during a case the camera cart went black and showed the pcoip logo on the screen. After about 10 seconds the screen came back on, and the issue did not occur again. Site was not actively navigating when this occurred, so no delay to case. The issue in question has a known hardware cause, where the pcoip host client in the camera cart temporarily loses power and the monitor loses communication with the main cart computer. The functionality of the rest of the system is not impacted. No patient impact.